Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a pairing failure when attempting to connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet during training, while a dexcom receiver was also connected to the sensor. No adverse clinical symptoms reported. Outcomes included no impact to blood glucose and no need for medical intervention. User support included troubleshooting and education, including powering off and relocating the dexcom receiver, and restarting the ilet to allow the cgm to connect. Investigation of this case revealed that the likely cause was wireless interference from the active dexcom receiver preventing successful pairing to the ilet, resolved through device isolation and pump restart. It was concluded, based on previously established findings for similar reports, that user environment and connection conflict were the most probable causes.